Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp device was removed and replaced for a new preconnected pump and cylinders. The previous reservoir remains implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to fluid loss in the ipp system. There were no further patient complications.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid leak was not confirmed via product analysis. The product record review indicated that the reported events do not represent a new or unanticipated event. Based on the results of this investigation, no escalation to ncep, CAPA or scar is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp device was removed and replaced for a new preconnected pump and cylinders. The previous reservoir remains implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to fluid loss in the ipp system. There were no further patient complications.